Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately erratic. The medical surveillance specialist (mss) classified the complaint based on the customer care advocate (cca) documentation since the mss was unable to contact the pt by phone. The pt claimed that she received readings of 241, 140, and 109 mg/dl on the reported products more than 20 minutes apart from each in 2009. A valid comparison in terms of precision cannot be calculated since the readings were obtained > 20 minutes apart from each other. Additionally, the cca noted that the pt cleaned the puncture site incorrectly, which can contribute to inaccurate readings. The pt denied taking action related to her diabetes as a result of the product issue. The pt was unsure how much time passed between the product issue and when she felt shaky and blurriness; however, the cca noted the pt experienced these symptoms after the product issue. The pt denied receiving treatment. The pt's products were replaced. The complaint is reported because pt alleges she obtained inaccurately erratic readings on the lfs product and afterward experienced symptoms, which can be associated with hypo or hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.